Manufacturer narrative:
This follow-up is in response to an FDA letter for report number 1220246-2019-00940 asking for more details on device part number versus 510(k) number (k121124) as received in the original submission. The device part number remains the same as in the original submission, abs-10062t this device was most recently cleared for under 510(k) bk180180. This will be the corrected information for this follow-up.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a shoulder dmc procedure the tube was cracked and leaking blood. The blood was minimal and did not come in contact with anyone's skin. However, a small amount of blood escaped outside of the tube. This was discovered before it spilled onto the floor. The device was cleaned and the kit was replaced so the procedure could be completed without additional issues.